Event description:
The patient reported the device was implanted to treat foot swelling. The patient reported effective stimulation post programming, but then the stimulation moves upward to the hip, causing painful muscle stiffness, making walking almost impossible. The patient is unable to perform physical therapy. The patient has been reprogrammed frequently and the hcp has checked the leads. No report of device explantation. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.